Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of emetrol. The pump was programed to infuse emetrol at 33.3 ml/hr for two hours. After the second hour, the user wanted to administer a bolus dose of 100 ml; however, the 300 ml bag was found empty. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.